Manufacturer narrative:
Continuation of medical devices: product ID 3889, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urgency frequency and urinary incontinence. It was reported by an advanced evaluation patient they were concerned because when they were pulling down their undergarment they pulled on their belt and thought they might have moved their wires. There were no further complications reported/anticipated.